Event description:
It was reported that the patient's right atrial (ra) lead exhibited increased of capture threshold. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.